Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the screen froze (locked up) during boot up. There is no report of injury or death associated with the event described in this complaint.